Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 165mg/dl. The caller stated that the device alarmed and was stuck in the prime loop. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window and cracked display window corners.